Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications ¿ "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site." Method of use-posology ¿ "do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema." Warnings ¿ "do not re-use. Sterility of this device cannot be guaranteed if the device is re-used ¿ used needles must be thrown away in the appropriate containers. Do the same for the syringes. Please consult the current applicable directives to ensure their correct elimination."

Event description:
Healthcare professional reported patient was injected under the eyes with 0.3ml of juvéderm® volbella¿ with lidocaine. Approximately two weeks later patient received a "touch-up" injection with 0.1ml of the same syringe of juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with an unspecified pretreatment therapy and after injection patient was given an unspecified post treatment therapy. About 9 hours after injection patient developed hardness and edema under the eye and left malar. The next day patient was treated with depomedral im and prescribed zyrtec and "segolosporin." The symptoms have resolved.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected under the eyes with 0.3 ml of juvéderm® volbella¿ with lidocaine. Approximately two weeks later patient received a "touch-up" injection with 0.1 ml of the same syringe of juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with an unspecified pretreatment therapy and after injection patient was given an unspecified post treatment therapy. About 9 hours after injection patient developed hardness and edema under the eye and left malar. The next day patient was treated with depomedral im and prescribed zyrtec and "segolosporin." The symptoms have resolved.